Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noisy signals on the right atrial (ra) channel and shock electrogram (egm) during in-clinic evaluation. Technical services (ts) reviewed the device data and noted numerous atrial tachy response (atr) episodes that appeared inappropriate and consistent with oversensing due to muscle noise on the non-boston scientific ra lead. The ra lead, identified as an older model, was suspected to have possible insulation degradation contributing to the observed noise. Ts recommended reprogramming adjustments, including increasing ra sensitivity and further evaluation. No adverse patient effects were reported. This crt-d remains in service.